Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion, the application site was properly prepped with alcohol. Subsequently, the patient developed localized inflammation and an infection beneath the sensor patch. On (B)(6) 2025, at approximately 9:00 am, the patient presented to the emergency department (ed) due to persistent soreness at the sensor site. Upon evaluation, the attending physician removed the sensor and observed clinical signs of infection. The physician explained that the patient¿s diabetic neuropathy may have contributed to increased skin susceptibility to bacterial infection. Treatment included administration of novocain to numb the area, followed by drainage of the infection (method not specified). A dressing was applied (unspecified whether gauze packing or standard dressing), and the patient was prescribed cephalexin 500 mg, to be taken orally four times daily for 10 days. The patient was discharged after approximately 45 minutes and instructed to continue monitoring the affected area. As of the time of this report, the patient continues to experience soreness at the site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available